Event description:
It was reported that the customer went to the emergency room with a blood glucose of over 500 mg/dl and ketones that were identified as dangerous by a healthcare professional. The customer was treated with intravenous fluids of saline and insulin. The customer was released the next day with the issue resolved and no permanent damage. The customer alleged that the pump did not deliver boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and that boluses were delivered.